Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician implanted a taxus express2 8.8% 3.5 x 16 mm drug eluting stent. The balloon was sticking to the stent upon removal. The physician had to pull hard and then the balloon could be removed. No pt injuries or complications were reported.